Event description:
A patient sample tested on the galileo instrument initially tested negative for antibody screen. An additional sample from the same patient was tested few days later and was positive. An anti-k was identified.

Manufacturer narrative:
Customer samples were not received for testing. Additionally, the reagent used during testing expired; serological testing could not be performed. The presence of the k antigen on the capture r ready screen products was verified by record review. The images from initial testing were reviewed; it appeared serum was not pipetted into the test wells on the top right portion of the plate only. The repeat testing appeared normal. No additional plates demonstrated this same issue. Since only a portion of the plate was affected, it is possible the plate was snapped into place improperly. It is also possible the probes were dragging along the top of the plate. Although a transfusion reaction did not occur, the potential for transusion of incompatible blood exists.